Event description:
It was initially reported that the patient passed away. The cause of death was unknown and no other information was known or provided. The generator and lead will not be returned to the manufacturer for evaluation. The funeral home did not know if the products were explanted and if explanted did not know what happen to them. Based on the available information, an internal classification system determined that the death may be possible sudep. The only known factors are that the patient had epilepsy and died. As such, sudep cannot be ruled out as a cause of death. Good faith attempts for additional information have been unsuccessful to date.

Event description:
The funeral home was unable to locate the devices from the patient. The patient died in his residence with no witness to his death. An autopsy was not performed. The death certificate indicates that the immediate cause of death was ¿pulmonary arrest¿ with an underlying cause resulting in the pulmonary arrest as being ¿cerebral vascular accident¿ (i.e., a stroke). The manner of death was ruled as ¿natural¿ with no autopsy performed and the death occurred in the descendant¿s residence with no witness. It is uncertain if the vns was explanted prior to the patient¿s remains being cremated.